Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Given no product has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. Root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D5 operator of device is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that upon starting the IV, after advancing the catheter and removing the needle, it formed a "v" pattern in the vein and the hub folded back on itself. No patient injury was reported.